Manufacturer narrative:
(B)(4) the customer returned one connector assembly for analysis. Signs of use in the form of biological material were observed on the returned component. Visual analysis revealed that the venous luer hub contained two major cracks and multiple smaller cracks along the threads. Multiple scratches were also observed on both hubs. Microscopic examination confirmed the damage and revealed white stress marks on the hubs. The observed damage is consistent with overtightening on the luer hubs. A lab inventory syringe filled with water was attached to the extension lines and flushed. No leaks were observed in either extension line or luer hub when flushed. Performed per IFU statement , "securely attach irrigation tube to proximal end of catheter shaft. Flush both lumens of catheter with saline and clamp irrigation tube with catheter pinch clamp. In addition, flush juncture hub assembly with saline and clamp extension lines with catheter pinch clamps." A device history record review was performed with one relevant finding. Upon further review, it was determined that the finding is not relevant to the investigation. The IFU provided with this kit informs the user, "repeated over tightening of bloodlines , syringes and caps will reduce connector life and could lead to potential connector failure". The report of a cracked luer hub was confirmed through complaint investigation. Visual analysis revealed that the venous luer hub contained two major crack on the threads. Functional testing revealed that water leaked from this crack when flushing. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint reports "doctor states hub is cracked/defective. Air present during aspiration. Collar was used during insertion. Noticed when setting up for dialysis." No patient harm was reported. The hub was replaced. The patient's condition is reported as fine.

Event description:
Complaint reports "doctor states hub is cracked/defective. Air present during aspiration. Collar was used during insertion. Noticed when setting up for dialysis." No patient harm was reported. The hub was replaced. The patients condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with one relevant finding. For material c-30101-001 and lot 13p20h0058, a non-conformance was initiated for extension line separated/torn during use. It cannot be determined if the non-conformance is associated with this complaint issue without the sample returned for investigation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reports "doctor states hub is cracked/defective. Air present during aspiration. Collar was used during insertion. Noticed when setting up for dialysis." No patient harm was reported. The hub was replaced. The patient's condition is reported as fine.